Manufacturer narrative:
Unused devices from the reported lot have been returned to angiodynamics and are being evaluated. Upon completion of the investigation a supplemental medwatch will be submitted.

Event description:
Hospital reports being unable to draw blood from the 6f valved bioflo PICC device, necessitating a needle stick to perform a blood draw. It is possible to infuse liquid into the catheter. Catheter is still in the patient, however unused product from the reported lot has been returned to angiodynamics for evaluation.